Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are : product ID: 3389s-40, lot# va0h8a7, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0h8a7, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0h8a7, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's left hemi- body turned off due to low impedances. It was noted that the patient had battery replacement, during impedance interrogation the right side had low : 8/9: 115. 9/10: 120. 10/11: 113. The extension was disconnected and reconnected at both ins and cranial site. A new extension was attempted but the same results showed low impedance. The new extension was discarded. A lead revision was planned and it was mentioned that perhaps a metal aneurysm clip was used to secure lead back in 2014. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the issue resolved without sequelea (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating the cause of low impedances was not determined. The right lead amplitude was turned to 0v until lead revision which had not been scheduled yet. The rep will request return of the lead for analysis when revision occurs.

Manufacturer narrative:
Product ID 3389s-40, lot# va0h8a7, implanted: (B)(6) 2014. Product type lead, product ID 3389s-40, lot# va0h8a7, implanted: (B)(6) 2014. Product type lead, product ID 3389s-40, lot# va0h8a7, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider of a clinical study indicating that the lead component was explanted and the reported high impedances were resolved without sequelae on (B)(6) 2018. The right lead was determined to be the cause of the low impedance. No further complications were anticipated.